Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformance are found, a supplemental medwatch will be submitted. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a xen®45 gts may have migrated farther into the ac over time. The device has been explanted and replaced with another xen®45 gts in the right eye. There was no eye injury.